Event description:
It was reported that during a robotic prostatectomy procedure, the surgeon went to fire on the dorsal vein complex. While closing the device, a crunch was heard and it required a lot of force to close. The surgeon decided to open the device before firing. The device would not open. Multiple attempts were made without success. The device finally opened. There was no damage to the vein. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that the ats45 device was received with the clamping damaged. A 6r45b cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . The batch record was reviewed and no anomalies were noted during the manufacturing process.